Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Analysis of use history: the user did not inform the schedule and date on which the adverse event occurred. He only reported that an infusion scheduled to take place in 3 hours, took place in 2 hours. We checked the usage history for the last 3-hour schedule on (B)(6) 2023. Programmed at a flow rate of 166.6ml/h. Infusion started at 10:03:39 and stopped at 11:48:04. Infused volume of 289.89ml. The infusion occurred according to the user's programming and actions. There is no evidence of an infusion error. Functional analysis: technical complaints: error in infusion time too short. Infusion performance test: programmed flow: 166.6ml/h programmed time: 3 hours resulting volume: 499.8ml volume infused: 495ml error: -0.96% (approximate volume minus) infusion time: 02:59:59 error: -0.01% result: approved. Note 01: administration rate accuracy set ±5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 1000ml graduated glass cylinder was used, code tec-329444, certificate nº 1431/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: 06/2024. Visual analysis: equipment appears normal as used. Conclusion: in the history of use, we found no evidence of an infusion error. The result of the functional test showed that the equipment is working correctly and precisely. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A followup report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion operating unit" according to the complainant the that equipment was programmed to infuse in 3 hours but finished the infusion in 2 hours.